Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the bottom right corner of the bags. The leaks were discovered after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from october 16, 2019 - october 17, 2019. H10: three (3) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the unsealed bottom shoulder port weld area causing the right corner area of the bag to fill up of all samples. Additional magnified inspection verified the defect on the affected areas. The reported condition was verified in all samples. The cause of the condition was not determined; however, the most likely cause was due to variation in the manufacturing equipment welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.